Event description:
The customer reported hospitalization due to low blood glucose reading. The customer's blood glucose reading at the time of the admission was 36mg/dl. The customer reported that the sensor was giving him a false reading of high blood glucose. The customer stated that he had several lows because he corrected based on the faulty sensor readings. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.